Event description:
It was reported that the lead tip was bent. This occurred prior to implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3389-40, lot# 0205614094 found that the distal end of the lead was bent, new out of the box.